Event description:
It was reported an infection. Device was replaced because an infection. Therapy was working 'great'. No device or therapy problem.

Event description:
Additional information received reported that preoperative antibiotics were administered and that the date of the onset of the infection was (B)(6) 2011. The patient reportedly did not have meningitis. Signs of the infection included redness, drainage, and swelling and were located at the lead track. A culture was obtained from the device pocket. It was stated that the type of organism that the culture was done for was unknown. The treatment instituted for the infection was IV antibiotics and the explantation of the total device system. It was further reported that the infection resolved. It was also noted that there was a risk factor before implantation of "post-op wound or skin contamination (incontinence, etc.)." It was further noted that other information of importance included "chronic seborrheic dermatitis over burr cap."

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v368721, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of the event was wound breakdown over left connector, extension. It was noted that there was a wound "2 degree" enterobacter. Surgical intervention had occurred of the extension and lead on (B)(6) 2012 and the patient was reimplanted. The patient had required hospitalization due to the event and the patient had recovered without sequelae. It was noted that the wound may have been due to patient touching the site repeatedly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3389s-40, lot# v368721, implanted: 2010 (B)(6), product type lead. (B)(4).